Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number:3006705815-2025-03100], the physician repositioned lead and discovered high impedances. As a result, physician decided to replace the lead to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.